Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge "split in half while inserting insulin into fill port after the air removal step." Cartridge was replaced to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the issue resolved and customer successfully resumed insulin delivery. Customer's blood glucose level was 280 mg/dl.